Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h2: type of follow up was updated. H10: narrative/data was updated. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Additional 510(k) numbers are k113753 and k112160. Summary investigation.

Event description:
Peri-implantitis is reported. Patient was having issues with implant at tooth site #19 (universal), could feel threads of implant in bone. Implant was removed and area grafted with allograft. Symptom as a result of the event is inflammation.